Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer stopped working during interrogation.

Event description:
It was reported that the subject programmer stopped working during interrogation.